Event description:
It was reported that, patient is experiencing pain in groin, discomfort and swelling. Dr. Sent letter and called patient and stated further testing, blood work and MRI is necessary. Update as per legal, plaintiff alleges rejuvenate hip implanted on (B)(6) 2011 failed causing pain and elevated metal ion levels, which required revision surgery on (B)(6) 2012.

Manufacturer narrative:
An event regarding revision due to pain was reported. The event was confirmed. Method and results: device evaluation and results: inspection of th reported devices could not be performed as no items were returned. Device history review: review of the device history records indicates all devices accepted into final stock met specifications. Complaint history review: the product experience reporting database shows there have been similar events reported for the product family. This issue has been previously investigated and addressed. Conclusion: voluntary recall r a2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported revision due to pain is considered to be under the scope of this recall. No further investigation is required.